Manufacturer narrative:
(B)(4). Correction device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use specifies: step 3, note: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience alpine; guide wire: run through; bmw; pt grafix. (B)(4). The unk xience alpine referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with acute myocardial infarction. The index procedure on (B)(6) 2015 involved a 3.5x18mm xience alpine which was implanted without issue in the left anterior descending artery. On the same day the patient had chest pain and was sent back to cardiology for a second time where a clot (thrombosis) was found throughout the vessel via angiography. Reportedly the clot occurred due to the patient throwing up the plavix. An unspecified device was used to remove the clot from the vessel. A 3.5x15mm nc trek balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The nc trek balloon was not soaked prior to use and the nc trek was prepped outside the anatomy prior to use. The nc trek was advanced without resistance toward the target lesion to further dilate the vessel/stent. The nc trek was inflated multiple times (14, 14, 16, and 10 atmospheres (atm))and on the fourth inflation to 10 atm the balloon ruptured and blood was seen in the shaft. The nc trek was withdrawn with resistance and a distal shaft separation occurred; however, the separated portion was successfully snared. It is unknown if the resistance was due to the anatomy or device interaction. The second procedure was ended and the patient was prescribed plavix and heparin; however, again on the same day, the patient threw up the plavix a second time and was sent back to cardiology for a third procedure. Another 3.5x15mm nc trek was used to further dilate the vessel and it was noted that another clot had formed; thus, the decision was made to perform bypass surgery. The bypass surgery was successfully completed and the patient is fine. No additional information was provided.